Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the programmer failed to power on and the power supply had failed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.